Event description:
(B)(4). Devices implanted into bilateral fallopian tubes (B)(6) 2010 at age of (B)(6) g3p3. Gradual onset of intermittent abdominal inflammatory symptoms including pain, distention, blood and mucous per rectum; recurrent vaginal infections, prolonged spotting at onset of menstrual periods, attention deficit, fatigue, impulsivity, irritability, diminished libido, left hip pain and contracture. All symptoms with increasing frequency and intensity. Malpositioned uterus confirmed by palpation; coils extremely displaced to right of midline per xray. Psychological stress related to discovery of toxic, carcinogenic, and allergenic components of implanted device.